Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box shows the pump was manually suspended on (B)(6) 2016 at 16:37; deliveries never resumed. No moisture observed in the cartridge compartment. No damage found to cartridge compartment or returned cartridge cap. Returned cartridge cap is able to fully secure to the pump with no issues. Battery compartment crack observed below bumper pad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during testing. Leak test fails due to battery compartment leak. Removed pump cover; no evidence of internal moisture was found on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that the patient had a blood glucose of 25 mmol/l with polydipsia, polyuria and red glossy eyes. Treatment was provided by a non-healthcare professional. Treatment regimen was not provided. Customer support (cs) completed troubleshooting and moisture was noted in the cartridge compartment. This report is being made due to the bg excursion the patient experienced due to an alleged casing/condition issue.